Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical low voltage advisory alarms was confirmed via analysis of the submitted log files; however, the alarms were not reproduced during testing of the returned system controller. The submitted and downloaded system controller event log files contained approximately 1 day of relevant data combined (12sep2023 ¿ 13sep2023 per the timestamps). The log files captured intermittent low voltage advisory alarms on 13sep2023 from 10:53:57 to 10:56:43 due to the relative state of charge (rsoc) voltage fluctuating, causing the rsoc voltage to drop below the low voltage threshold. The atypical alarms occurred while connected to 14v batteries and occurred on the white power lead. No other atypical alarms were observed in the log files. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The returned system controller passed functional testing and successfully operated in a mock circulatory loop without any issues or atypical alarms being produced. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 09may2023. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including low voltage advisory alarms, and the actions to take if the issue does not resolve. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient exchanged their system controller due to claims of low battery power alarms. It was communicated from the clinician that the patient was on fully charged batteries and the controller alarmed for low battery. The patient exchanged both batteries and clips and the alarm did not resolve, therefore, the patient exchanged their controller as they feared the backup battery would run out of power before they could safely return to wall power. The event log file showed that the patient was on a fully charged set of batteries on (B)(6) 2023 @ 10:04:20. Between 10:53:57 & 10:56:43, there appeared to be a connection issue between the batteries and clips connected to the controller white lead in the events leading up to the controller exchange.

Manufacturer narrative:
Section d1 brand name: corrected. Section d4 catalog number: corrected. Section d4 primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.